Event description:
It was reported the pt is experiencing persistent pain at the ipg site and the ipg has moved. Additionally, the pt reported falling multiple times per day. In turn, the physician will take x-rays and possibly refer the pt to a surgeon for consult.

Manufacturer narrative:
Results: the reported issue of pain at the ipg site was not confirmed. As received, the ipg was responsive and communicated with lab utilities. The device was tested to manufacturing specifications using auto mated test equipment and passed all tests. Programming the ipg with aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. The magnet feature functioned as intended. No visual or functional anomaly was observed that would contribute to the reported issue. The returned ipg displayed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant the ipg. Additionally, it was noted the physician attributes the patient's pain to a previous spinal cord injury prior to the implantation of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.